Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a serial peripheral interface to motor programmable integrated circuit communication error alarm on the insulin pump. Customer stated that she was doing work outside and the pump started vibrating. Customer stated that she took the battery out and let it sit. The pump worked for 6-8 hours and then the customer received the alarm again. Customer was advised to program a normal bolus into the air and the bolus amount was recorded in the bolus history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and all registered properly in the daily total history noted. No history anomaly noted. No a39 alarm noted. The insulin pump passed self test. However, the insulin pump has cracked case at the display window corner.